Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged during a valve replacement procedure. The lead was repositioned and the lead was tied by the helix to the wall of the atrium. The lead remains in use. No patient complications have been reported as a result of this event.